Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for elecsys hcg test system (hcg) on a cobas 6000 e 601 module. Patient 1 initial hcg result was 18.82 miu/ml. The repeat result was 0.500 miu/ml with a data flag. Patient 2 (female, 43 years) initial hcg result was 33.02 miu/ml. The repeat result was 0.500 miu/ml with a data flag. The repeat results were believed to be correct. The initial results were reported outside of the laboratory. The patients were admitted to the hospital but no treatment was received. No adverse event occurred due to the device. The hcg reagent lot number was 248675. The expiration date was not provided. The customer declined a service visit as they think the problem is related to a pre-analytical issue.

Manufacturer narrative:
No issues were identified during a review of the customer's calibration and qc data. The alarm trace provided is from 20-mar-2018 and not from the day of the event ((B)(6) 2018). There was a visible clot in the sample for patient 2. There may have been a micro clot present in the sample of patient 1 and aspirated. No instrument issues were identified. The investigation was unable to find a definitive root cause.